Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and barbed suture was used. It was reported that the suture broke halfway up on the needle on the second pass. They continued to use it for that same side and got another one to complete the total knee procedure without patient harm.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/13/2024 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please address the questions below for each patient event: ¿ what is the procedure date? ¿ which part of the device broke during the procedure, the suture or the needle? Please clarify ¿ if the needle broke, please clarify, was the broken needle piece retained in patient? If yes, how was it retrieved? ¿ did this issue cause any procedural delay? ¿ did this issue contribute to any patient adverse event? ¿ is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.